Event description:
During the patients device check visit, the sleep tech noticed that the ipg incision was crusted over and when the patient laid down, it broke open and pus came out. Also, the sense lead incision was red and crusted over and likely infected as well. The on-call physician sent the patient home and directed the patient to get in touch with their primary physician the next day.

Manufacturer narrative:
Placeholder.

Event description:
The patient underwent explant of ipg and sense lead to resolve the infection reported in MDR report 3007666314-2018-00035. The infection was resolved after explant.